Event description:
It was reported that during a coronary artery bare metal stenting treatment procedure stent damage occurred. The physician attempted to treat a type b2/c, 85% stenosed lesion located in the moderately calcified, moderately tortuous left circumflex with a 3.50x20mm liberte bare stent. There was some friction crossing the lesion. After withdrawal from the pt, it was noted that a stent strut was "lifted". The procedure was completed successfully with another manufacturer's stent. There were no reported pt complications. The pt status is listed as "ok".

Manufacturer narrative:
(B)(4).